Event description:
Customer reported moisture/fluid exposure to his insulin pump. Customer's blood glucose was 185 mg/dl. The customer stated there was fluid under the lcd display. The customer stated he was pushed into the ocean leading to the damage. He also does not have any cracks or other issues with the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near display window corners were noted during the visual inspection. The insulin pump had a blank display due to a corroded battery tube and battery cap contact. Moisture damage was noted on the electronic and motor assemblies.